Event description:
It was reported that electrogram (egm) review of the cardiac resynchronization therapy defibrillator (crt-d) system showed possible left ventricular (lv) lead loss of capture (loc). Technical services (ts) reviewed troubleshooting options. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form received: mw5151728.